Event description:
Toddler was standing up in the crib hanging on to side-rail when the crib rail fell allowing child to fall from crib. Crib rail was at the highest position. Nursing student thought the side-rail had latched. Student and mother and visitor in the room when the rail fell. When crib checked by maintenance it was thought that the latch on the side-rail wasn't completely engaged.